Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the chuck with key device did not rotate. As a result, there was a five minute delay due to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional. It was further observed that the connecting shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.